Manufacturer narrative:
Results: communication nurse call cord.

Event description:
It was reported by service report that the nurse call communication cord was missing on the bed. It is unknown if there was patient involvement or if there were adverse consequences to report.